Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure the deflation of the balloon was very slow. The physician completed the procedure with the balloon without clinical consequences to the patient.

Manufacturer narrative:
Initial reporter - updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the cause for the reported event cannot be determined.

Event description:
It was reported that during the procedure the deflation of the balloon was very slow. The physician completed the procedure with the balloon without clinical consequences to the patient.